Event description:
A pt service representative contacted zoll customer support while fitting a (B)(6) male pt to report the pt's monitor was making a buzzing sound. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up) has been confirmed. As received, the monitor was unable to communicate with an electrode belt. Upon evaluation, the flex wires were pulled from the aux pca. The cause for the inability to communicate is the pulled aux wires. The cause for the pulled wires cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged monitor wires. The pt received a replacement monitor.